Manufacturer narrative:
The meter has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The meter remote has been returned and evaluated by product analysis on 07/29/2014 with the following findings:during testing, the meter remote was powered on and immediately emitted an error 1 with sub code 5 (record ram list cannot be set up). The meter set up screen did not appear. The meter remote could not be paired with a pump to complete investigation because the error could not be cleared, indicating a software data corruption.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a meter error (error 1) issue. Reportedly, the meter emitted multiple random error warnings. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.